Event description:
It was reported that the sample dna 72-25 from "ústavu hematologie a krevní transfuze (úhkt)" was tested with serology. The initial test result was inconclusive for kell (k) due to a double population but was later confirmed as negative (k-) after serology investigation. This result was also confirmed by molecular testing performed on (B)(6) 2025 using ID core xt with ID core xt analysis software v3.0.2.13. However, this funding was contrasted with another molecular typing conducted on (B)(6) 2025 using the inno-train assay, which provided positive result (k+).